Manufacturer narrative:
Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and had cracks. The customer's blood glucose was 276 mg/dl at he time of incident and customer declined troubleshooting for it. The customer also reported that the reservoir lip, clip was fell off, battery cap was stripped and due to this reservoir was not able to lock in the place when inserted in the place in insulin pump. The insulin pump will be returned for analysis.